Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a traumatic thoracic dissection in the aortic arch. The talent stent graft was placed across the subclavian up to the left carotid artery. It was reported that the false lumen was still being filled, and the graft was ballooned with no improvement seen. The physician decided to place a palmaz to try to seal the leak, but the palmaz came off the balloon and landed too low. Another palmaz was tried, and also landed too low. Then, the last palmaz was successfully placed at the top of the graft, but the leak was still noted. The pt was then transferred from the o/r to interventional radiology to try to access the proximal subclavian in order to place thrombin or coils in the false lumen. The physician placed 8 coils in the false lumen and proximal subclavian. The final angiogram noted an improvement, and the leak appears to have sealed. The pt is hemodynamically stable, but mentally was not responsive. It was reported that the pt expired due to head trauma/brain death. No autopsy performed. The physician commented that there was no issue with the grafts.

Manufacturer narrative:
Eval results - (death).